Manufacturer narrative:
Evaluation summary: the instruments (a,b) were received in good condition. The instruments were manually tested for functionally and armed and retracted properly. No nomalies were noted.

Event description:
It was reported during a laparoscopic cholecystectomy procedure, the abdomen was penetrated and the blade of the device did not retract. The surgeon used a competitor's device to complete the procedure. There was no pt consequence.